Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient. Product ID: 3389s-40, lot# va0twje, implanted: (B)(6) 2015, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A consumer reported they were suddenly symptomatic with symptoms of dizziness and not walking as well as usual. The patient had no falls or trauma and the issue was not related to positional movement. There were no recent medical tests or environmental exposure. The patient wanted to increase stimulation, but the patient programmer was not powering up. The programmer had not been used in four months. The patient changed the batteries in the programmer, but they were not new and they saw a replace the programmer batteries screen. The patient did not have any other batteries at home. An appointment with the patient's health care provider (hcp) was scheduled for the day of this report. The patient&#38112;indication for use is parkinson's dual and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from a consumer reported that new batteries were used with the programmer and they able to increase stimulation form 2.7 to 2.9 and then to 3.0v. The issue with dizziness and not walking as well had been resolved.